Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopedics, first hospital of jilin university, china¿. The article can be found at www.ijcem.com /issn:1940-5901/ijcem0025836. The reported event of pain, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedics, first hospital of jilin university, china¿. The title of this report is ¿long gamma3 compressing interlocking nails with a supplementary cross-cannulated screw for ipsilateral femoral neck and shaft fractures¿, published on july 30, 2016, and can be found at www.ijcem.com /issn:1940-5901/ijcem0025836. The report is associated with the stryker ¿gamma 3 nailing system¿ and includes an analysis of the clinical data that was collected on 10 patients. The cases in this study range from october 2012 to january 2016. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that two patients experienced occasional pain that did not affect their everyday activities.